Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of a truselect 155cm microcatheter. The device was visually and microscopically analyzed for damage. The catheter shaft showed a tip separation located approximately 152.7cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The device was separated at the tip area.

Event description:
It was reported that tip detachment occurred. A 155cm truselect was selected for use. During preparation, while trying to pull the stylet out of the microcatheter, the tip of the catheter came off with it. The procedure was completed with a new microcatheter. There were no patient complications.

Event description:
It was reported that tip detachment occurred. A 155cm truselect was selected for use. During preparation, while trying to pull the stylet out of the microcatheter, the tip of the catheter came off with it. The procedure was completed with a new microcatheter. There were no patient complications.